Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital and the hospital will return it. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a pre-operative check prior to a routine device upgrade to a cardiac resynchronization therapy pacemaker (crt-p), this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition for less than 2 seconds of asystole. The noise was suspected to be environmental as all lead diagnostics were noted to be stable and within normal limits. The device was explanted and upgraded to a crt-p as planned and the lead was surgically abandoned and replaced during the procedure. No adverse patient effects were reported.